Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low ise indirect for gen. 2 result for one patient sample. The initial result was 125 mmol/l and the repeat result was 145 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative adjusted the gear pump pressure and performed a precision check which was okay. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.